Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted; and on (B)(6) 2012, restorelle was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse. It was reported that patient underwent mesh removal on (B)(6) 2012 along with concurrent supracervical hysterectomy and bilateral-salpingooophorectomy due to mesh extrusion into vagina. It was reported that following insertion the patient experienced exposure, extrusion, infection, urinary/bowel problems and excision both partial and total. No additional info provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.